Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 455 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-381a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-381a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 01-jun-2024 in the pump history file. 06/01/2024 09:09:20.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 55000 (5.5 u) bolusamountdelivered: 55000 (5.5 u) 06/01/2024 13:29:36.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 36000 (3.6 u) bolusamountdelivered: 36000 (3.6 u) 06/01/2024 14:43:48.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 36000 (3.6 u) bolusamountdelivered: 36000 (3.6 u) 06/01/2024 14:53:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 06/01/2024 14:58:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 06/01/2024 15:03:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 20500 (2.05 u) bolusamountdelivered: 20500 (2.05 u) 06/01/2024 15:08:36.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) 06/01/2024 15:23:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 06/01/2024 15:43:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 06/01/2024 15:48:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) there were no autosuspend (12) alarm or usersuspended (2) alarm noted on the event date 01-jun-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-jun-2024 in the pump history file. 05/27/2024 10:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/27/2024 10:45:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/27/2024 17:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/27/2024 17:21:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/27/2024 18:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/29/2024 16:48:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/29/2024 16:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/29/2024 17:53:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 05/29/2024 18:03:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 05/31/2024 23:21:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 05/31/2024 23:31:02.000 batteryremoved (55) 05/31/2024 23:31:02.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/31/2024 23:32:04.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 6/2/2024 11:30:00 pm. There was no power data available for the date of 05/31/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.